Manufacturer narrative:
Updated with new information. One forcefx-8c generator was received, and evaluation of the sample could not confirm the reported issue of self activation. Testing of the device found no conditions that would have caused or contributed to activation without input. However, an alternative reportable condition of latch on was identified. The unit was found to continue to activate without stopping when used. The investigation isolated the failure to the psrf board and the rem connection, but a root cause could not be identified. The probable root cause could not be determined based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the forcefx-8c unit was activating without any keyed input. There was no patient involvement. The handpiece in use with unit was a non-medtronic device. Examination of the device found an alternative condition of latch on. A connected device would continue to activate without stopping when used.

Manufacturer narrative:
The incident unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. If additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the forcefx-8c unit was activating without any keyed input. There was no patient involvement. The handpiece in use with unit was a non-medtronic device.